Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was 197 mg/dl. Troubleshooting with tandem technical support was performed. Reportedly, the customer would continue use of the current pump for therapy but also has manual injections available.